Manufacturer narrative:
A product evaluation was attempted of the returned cutter; however, the tubing had been cut approximately one inch behind the cutter back cap. The cutter cannot function in this condition, and as such no functional testing could be performed. It was observed that the back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no damage was found. Because functional testing could not be performed, it cannot be determined if the inner needle stopped advancing during use. As such, a definitive root cause cannot be determined for the reported issue. CAPA (B)(4) was closed on 06 july 2018 but was still open when lot w0850 was manufactured. Per CAPA (B)(4), the vitrectomy tubeset used on the stellaris pc packs and standalone pouched vitrectomy cutters was replaced with a new vitrectomy tubeset. The new vitrectomy tubeset provides a greater operating range between the pressure required to close the vitrectomy cutter inner needle and the pressure required to open the vitrectomy cutter inner needle. The vitrectomy tubeset enhancement was implemented on the impacted pc packs and pouched accessories, including bl5523wv. The first lot of bl5523wv that was built with the vitrectomy tubeset enhancement was lot #w1815 in jun-2018. Any bl5523wv product with lot no. W1815 or higher will include the vitrectomy tubeset enhancement. Manufacturing and sterilization records were reviewed and found to be acceptable. Review of the complaint database revealed no other complaints for reason code "cutting problem" have been submitted against lot w0850. The lot history, trend analysis, risk analysis and/or directions for use review are considered acceptable, with the product performing within anticipated rates. The investigation is complete. No further corrective action is necessary at this time.

Event description:
A user facility in (B)(6) reported that the guillotine of a vitrectomy cutter stopped working and as a result the port stayed open and the cutter stopped cutting the vitreous. Vitreous remained in cutter port, resulting in a retinal tear nasally. The surgeon opened a new pack to use the cutter. The surgeon performed the ophthalmic surgery and filled the eye with gas. The patient is ok.